Event description:
In 2007, the patient stated that, since two months earlier, she observed a number of occlusion errors in her infusion device which she believed to be associated with the specific model and lot number of infusion set that she was using. She stated that, the distributor that provides her with product switched her from an infusion set with 80 cm long tubing to one with 110 cm long tubing. She stated that, upon replacing her tubing with the longer length tubing, she began to observe the occlusion errors after one day of use. When the occlusion errors occurred, she stated that, she disconnected from the infusion site on her body and bolused insulin through the tubing. She would again observe an occlusion error. She was provided with replacement infusion sets containing tubing of the previous length specified (80 cm). After beginning use of the replacement infusion sets, she reported no additional occurrences of the inclusion error. The patient did not report any blood glucose concerns. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.